Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image pixelated and line interference during the colonoscopy diagnostic procedure. The patient was under sedation for this and it involved an olympus colonovideoscope. The intended procedure was completed using a similar device. There was no patient injury reported.